Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip cracked during handling and prior to insertion. No patient contact reported. No further information was provided.

Manufacturer narrative:
Lot#: cc07709. Unique identifier (UDI#): (B)(4). Expiration date: 6/22/2018. Device manufacture date: 6/22/2017. Device evaluation: the cartridge was not returned to the manufacturing site however, only a tyvek lid with lot number cc07709 was received. No cartridge or other component was received. The complaint cannot be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed no other investigations have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.